Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (200-270 mg/dl). Insulin injections and a non-tandem pump were used to address the bg level. The customer stated that there was an increased need of insulin for the basal and bolus amounts, an overnight rise of the bg and 2 units or less of insulin seem to have little or no effect on the bg. The customer has worked with a clinical diabetes specialist and tried multiple types of infusion sets. The customer thought the cause was a defective pump or the body was not working well with the pump. The customer reverted to using a non-tandem pump to manage diabetes.